Event description:
It was reported that there was evidence of a granuloma. The physician wanted to do a pump removal. The pump had been turned off for several months. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).